Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2366700 model: sc-2366-70 serial: (B)(6). Batch: 5072733 product family: scs-linear leads upn: m365sc2366700 model: sc-2366-70 serial: (B)(6). Batch: 7071560 product family: scs-adapters upn: m365sc9218150 model: sc-9218-15 serial: (B)(6). Batch: 7034097 product family: scs-adapters upn: m365sc9218150 model: sc-9218-15 serial: (B)(6)batch: 7072000.

Event description:
It was reported that the patient, implanted for peripheral nerve stimulation, was experiencing inadequate stimulation. The system was reprogrammed but the issue remained. The physician believed that the patient was experiencing muscular pain not nervous system pain. The patient underwent an explant procedure and was doing fine post-operatively. The explanted devices were retained by the medical facility.